Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the pump displayed a fill estimate of 100 for two days. The customer stated that the cartridge was filled with over 240 units of insulin. Tandem technical support (cts) informed the customer with the static number explanation and the customer acknowledged. Cts attempted to follow up with the customer to verify if the fill estimate went below 100 units; however, no additional information regarding this event was provided. The customer's blood glucose level was not impacted.